Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, a "crease" was found in the sealing area of this sterile package containing the 10k150 arthroscopy in/out flow tube set. Testing result confirmed the returned package did fail leak test on (B)(6)2012. There was no patient involvement with this reported problem.

Manufacturer narrative:
Conmed linvatec received one package containing a 10k150 for evaluation. Visual examination of the returned packages found the tubing set had an obvious crease, which extended through the entire seal width. The tubing set was forwarded to r&d test lab for dye leak testing and confirmed the tubing set failed leak testing. Of the lot containing 900 units, there were no other similar reports received for this item and lot number combination. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.

Manufacturer narrative:
The investigation determined that this nonconformance is due to an error that possibly occurred with the urania band sealer. When a pouch was fed with an angle through the sealer, the bottom band could drag the pouch causing the pouch to fold creating a crease on the seal. As a result of this finding, samples of finished goods products that were manufactured during the march 2012 to may 2012 time frame were inspected and no defects were detected. (B)(4). A two (2) year review of complaint history shows three (3) similar reports of "crease in the seal" for 10k150 and 10k100. These units were all manufactured in 2011. There have been no serious injuries or deaths related to this reported nonconformance. Additional action was taken in that a new sealing machine was installed in the conmed (B)(4) facility. No seal defects have been reported since the new (B)(4) sealer was installed.